Event description:
It was reported that, "after the index procedure in 2005, the bearing surface began to squeak." Revision surgery was performed on (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.